Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was not able to be used. The implanter was unable to reload the lead with the stylet after one deployment and retraction. The lead was not used and was replaced with a different rv lead. The rv lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The lead helix would not extend due to the driveshaft lug being stuck on the retraction stop. The lv1/distal conductor was extrinsically distorted from over-rotation at implant/explant. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned without the stylet. A fresh purple 16-55 stylet was inserted in the lead and came to an obstruction at 1 cm. The distal conductor was distorted from over retraction of the helix at 1 cm within the connector leg of the lead. The helix does not extend due to the driveshaft lug being stuck on the retraction stop. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.